Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, inappropriate therapy was noted due to noise oversensing. The patient did not experience any adverse consequences due to this event. Device reprogramming was performed and the patient was discharged in stable condition. Related manufacturer report number: (B)(4).